Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the or for a lead extraction. The patient initially presented in clinic and was found to have low pacing lead impedance and high capture thresholds. During the surgery, dissection of both the rv and the svc occurred, requiring open heart surgery. The lead was capped and replaced. The patient was in stable condition.